Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 405mg/dl at morning. Customer also reported that calibration not accepted due to the error. Customer¿s high blood glucose was treated with bolus wizard and manual injection. Customer declined to perform troubleshoot for high blood glucose but performed troubleshoot for calibration not accepted. The pump was not returned for analysis.